Event description:
It was reported that immediately after opening the package, the customer found a crack in the connector. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The returned sample was received inside a plastic bag without its original packaging. The sample was visually inspected, the female luer broken. The root cause of the reported issue was found to be the female luer was damaged. Actions were taken to mitigate the reported issue: as a preventive action, a notification of this complaint to the production personnel.